Event description:
It was reported that the patient dropped the ilet, resulting in a cracked and unresponsive display, and a replacement was arranged. Symptoms included no injury. Outcomes included temporary interruption of pump use with continued cgm use on dexcom g7 and device shutdown per instructions. Investigation included review of the event history and device use as reported by the user. Investigation of this case revealed physical damage to the display consistent with accidental impact, with no evidence of device malfunction prior to the fall. It was concluded that the event was attributable to external physical damage and not to a manufacturing or design issue.